Event description:
It was reported that this right ventricular (rv) lead exhibited a single low out of range shock impedance measurement of less than 20 ohms approximately three months ago. The other shock impedance measurements were noted to be stable between 40 ohms and 45 ohms. No noise was observed, and the threshold was noted to be appropriate. The boston scientific representative indicated this patient is very sick with chronic atrial fibrillation, heart failure and other conditions and the plan is to upgrade to bi-ventricular pacing therapy by replacing their current implantable cardioverter defibrillator (ICD) device with a cardiac resynchronization therapy defibrillator (crt-d) system. Boston scientific technical services (ts) discussed performing further investigation on the rv lead for a potential shorted condition even if there is only one low out of range measurement. The patient was subsequently upgraded to a crt-d system the same day and the rv lead remains in-service. No associated patient symptoms or adverse patient effects were reported.